Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. The visual inspection of the returned product noted: the trocar balloon, lock collar, obturator, valve seal and doors appeared to be intact. A small sample container was received with 2 small pieces inside. Biological services confirmed these two small pieces to be silicone which is part of the manufacturing process. Pmv performed functional testing: the trocar balloon was inflated; no leaks detected. All other components functioned properly. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during an open procedure, the obturator broke. Two fragments fell into the patient cavity but was retrieved. This event did lead to patient hospitalization. There was no unanticipated tissue loss. There was no irreversible tissue damage. There was no unanticipated extension of the incision by more than one inch. No surgical or medical intervention was required. Current patient status is alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.